Event description:
It was reported that device detachment occurred. A 1.50mm rotapro was selected for use. During the procedure, inside the patient, the rotating burr separated. The device was removed along with the rotawire. The procedure was completed without this or replacement device. There were no patient complications.